Event description:
It was reported that, post-operatively, the right atrial (ra) lead became dislodged. The patient experienced phrenic and diaphragmatic nerve stimulation. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.